Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alarm coming from their device that sounded like an "amber alert". The alert was triggered due to non-sustained episodes that occurred during surgery. All of the episodes were indicated to be false episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.